Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experience a perforations in the atrium. Both the right atrial (ra) lead and the right ventricular (rv) lead exhibited poor sensing and thresholds. This occurred 2 days after the initial implant. As a result this lead along with the right atrial (ra) lead were explanted and replaced since the physician suspected a ventricular perforation too. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experience a perforations in the atrium. Both the right atrial (ra) lead and the right ventricular (rv) lead exhibited poor sensing and thresholds. This occurred 2 days after the initial implant. As a result this lead along with the right atrial (ra) lead were explanted and replaced since the physician suspected a ventricular perforation too. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Perforation and/or pericardial effusion is a known risk associated with medical procedures involving cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations. The lead passed all the functional test.